Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer changed the cartridge and infusion set multiple times. The occlusion alarms reoccurred. The customer's blood glucose (bg) level was in the 300-400 mg/dl range with ketones. Insulin boluses were delivered to address the bg level. A tandem clinical diabetes specialist had worked with the customer and the cause of the occlusions could not be determined.